Event description:
It was reported that unit shuts down after 3 to 5 minutes. Allegedly, it goes into standby.

Manufacturer narrative:
Additional information will be provided once investigation is completed.